Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead. The lead was explanted and replaced. The patient was stable and recovering.

Manufacturer narrative:
A partial lead with the connector portion measuring 6.5 cm and the distal portion measuring 41.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.